Manufacturer narrative:
Claim # (B)(4).

Event description:
A health care professional reported that during an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged for a replacement lens. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore there is not enough safety and effectiveness data to support implantation in this patient category. This resolved the problem. Cause of event was reported as unknown.